Manufacturer narrative:
Previously the device was returned to the third-party service center for evaluation. There was an initial allegation that the device has heater error. Additionally, the device was returned to the third-party service center. During the device evaluation, it is observed that there is burnt heater plate. At this time, the device was forwarded to the manufacturer¿s product investigation laboratory for further analysis. During the evaluation, the service technician observed dust like contamination within the iso (international organization for standardization) port. Additional white, dust like contamination was noted on and beneath the heater plate, as well as on the inlet/outlet seal. Unknown dust like contamination was also found around the user interface (ui) button and the center enclosure. Further inspection revealed dust like contamination on and inside the blower motor, inside the blower box, and within the bottom enclosure. Similar contamination was observed on the heater plate spring and on the bottom enclosure beneath the spring. The heater plate exhibited potential thermal markings in the resin underneath (refer to CAPA 6439194). Dust like contamination was also present inside the water tank. Additionally, product investigation laboratory was able to confirm the complaint of heater error possibly from the potential thermal event under the heater plate. The reported failure of thermal issue is accommodated in the product risk management file as being linked to hazard with description fire, flame, smoke. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information alleging an issue related to a ds2 adv auto CPAP device's event. The manufacturer received information alleging that the device has heated error. Additionally, the device was returned to the third-party service center. During the device evaluation, it is observed that there is "burnt heater plate". There was no serious patient harm or injury. The patient required no medical intervention. At this time, no medical intervention has been reported, and no further investigation can be performed. If any additional information is received, a follow up report will be filed.